Event description:
It has been reported to philips that the device would not initiate fluoroscopy. The device was in clinical use at the time of the event. No harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was used for a vascular diagnosis procedure. The procedure was aborted and completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not initiate fluoroscopy because of image disk problem. Review of the system log files showed the image disk error. The philips engineer has replaced the image disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.